Manufacturer narrative:
The certas plus valve was returned for evaluation: DHR - lot 4405032 conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defects were noted. The position of the cam when valve was received was at setting 7. The valve was hydrated. The valve passed the tests for programming, occlusion, leaks, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could have been due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that a certas plus was implanted to a (B)(6) year-old female. The patient returned to the hospital for an MRI and a slit ventricle was noted (where the ventricular catheter is, the other ventricle was isolated, monroe foramen closed), the valve was at step 4, they change setting to step 6 and then to step 8. They decided to perform an etv to allow fluid between the ventricles, to do so they wanted to re-open the valve but, after several reprogramming they were not able to reopen it. Doctors then decided to submit the patient for surgery and substitute the valve. During surgery, the surgeon primed the valve very gently and the valve opened without any resistance to flow. They opted for a bi-ventriculoperitoneal shunt and two ventricular catheters.